Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: what is the surgical assistant¿s experience with the device? She has over 10 years of experience with ecs. Was a complete washer transection confirmed? Yes. Were any issues noted in regards to staple formation either intra-abdominally or transanally? No. What is the current patient status? Stable.

Event description:
It was reported that during a temporary loop ileostomy, during a robotic lar, surgical assist fired ecs29a, everything seemed fine (felt firing/heard crunch) but distal donut was not complete. Bubbles were observed. Due to how distal the lesion was, there was no chance for a second firing so patient has temporary loop ileostomy.